Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of infection with covid-19 (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient was injected with juvéderm ultra plus¿ xc. Approximately 3 or 4 months later, patient contracted covid-19 and presented with a persistent inflammatory reaction. Patient was treated with injectable steroid but the inflammation in the patient did not subside. Symptoms are ongoing.